Event description:
On (B)(6) 2013, patient contacted animas, alleging a power (damage) issue. Reportedly, the pump did not power on after being dropped on the floor. Patient reported that the battery compartment was cracked, the battery cap was chipped and the cap no longer tightened properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/23/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/10/2014 with the following findings: visual inspection of the pump found no cosmetic damages. Review of black box data found pump reboot events occurred. Investigation found that the battery compartment was cracked and the returned battery cap was damaged. The cap was unable to secure properly onto the pump. A new test battery cap was able to secure onto the pump and the pump powered up properly. The pump was exercised for 24 hours without incidents. No evidence of moisture intrusion or damage to the power circuit was observed when the pump casing was opened to further investigate.